Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No excessive no delivery alarms noted. Insulin pump passed all operating currents tested within the spec range and passed off no power test. Insulin pump received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, cracked case near display window corners, cracked on display window and minor scratches on display window noted. (B)(4).

Event description:
Customer reported via phone call to have low blood glucose. Customer's blood glucose was 42 mg/dl. Customer declined troubleshooting. Customer was on her way to see the doctor. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.